Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to confirm a33 alarm and prime anomaly due to motor error alarm. The insulin pump received with severely scratched display window, cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a compromised force sensor system alarm and was experiencing prime anomaly. Customer's blood glucose was 30 mmol/l. Customer agreed to return the device for analysis.